Event description:
A customer reported a torn intraocular lens (iol). Additional information was provided indicating that the incision was made. There was patient contact, the procedure was not completed and a secondary procedure was required.

Manufacturer narrative:
Evaluation summary: the product was returned. Solution is dried on the lens. Optic damage and haptic damage was observed. The product history records were reviewed and the documentation indicated the product met release criteria. Based on our observation it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).